Manufacturer narrative:
Service was dispatched to evaluate the instrument. Field service engineer (fse) reported the mc sample probe collar wash had no vacuum. Fse reported the mc sample probe leak was due to the collar wash valve. Fse replaced the valve and the leak was resolved. (B)(4).

Event description:
Customer reported the unicel dxc 880i synchron access clinical system had modular chemistry (mc) sample probe leak when coming out of the reaction cups. Customer reported the fluid was contained to the instrument. No exposure reported. Customer was wearing eye protection and gloves. No erroneous results generated.